Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. Date of event - (B)(6) 2015; date explanted - (B)(6) 2015. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01419 / 01420). Product location unknown.

Event description:
It was reported a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient was revised in (B)(6) 2015 due to unknown reasons. Cement spacer molds were implanted. The patient was further revised on (B)(6) 2016 due to fracture of the cement spacer mold. No further information has been provided.